Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The field service engineer (fse) observed the tubing for aspirate probe #3 was not connected and attached the tubing. The customer had attempted to perform system check and it failed. The fse performed a preventative maintenance (major) on the instrument. The fse also noted there was fluid inside the wash wheel. The fse set up a 20-point precision test using low level quality control (qc) material. The customer stated the laboratory would load the precision test samples and perform qc afterwards. The fse returned on 08/08/2013 and noted the precision test was within specifications and qc was within range. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. The disconnected aspirate probe tubing would have resulted in several erroneous test results, not only one value. The disconnected aspirate probe tubing did, however, cause an overflow of the reaction vessel and filled the wash wheel with fluid. In conclusion, the cause of the non-reproducible false positive troponin could not be determined with the available information.

Event description:
The customer reported a non-reproducible, elevated troponin I (access accutni) result, within the risk stratification range, for one patient, involving the access accutni assay used in conjunction with the access 2 immunoassay system and access accutni calibrator. Prior to the event, results for the patient were within the normal reference range. Subsequent testing of the patient¿s questioned sample, on the same instrument, recovered lower results, within the normal reference range. A result of the patient¿s third sample produced a normal initial value. The elevated result was released out of the laboratory and questioned by the nurse. There was no report of patient injury or change in patient treatment associated with this event. The patient¿s samples were collected in plasma tubes without gel separator and centrifuged at 5,000 rpm (rotations per minute) for ten minutes at 23.9 degrees celsius laboratory temperature, within 30 minutes of collection. Quality control (qc) was within range prior to and after the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.